Event description:
It was reported that the sensor electrode fractured inside the customer's body. It was stated that the customer's friend would be removing the fractured electrode as the friend is in the medical field. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.